Event description:
It was reported to baxter (B)(4) that the reservoir of an intermate lv 250 device ruptured during patient use. The device had been filled with 125 milliliters of solution when the reservoir ruptured. The rupture caused blood to backflow into the tubing of the device. No patient injury or medical intervention was reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Additional information: this device was not returned to baxter for evaluation, therefore the reported condition could not be confirmed and the root cause could not be determined. Batch review determined that no nonconformance reports were documented for this lot during manufacturing. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through idc-CAPA-(B)(4). A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). The sample is reportedly available for evaluation but has not yet been received by baxter. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.